Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 15.5 mmol/l (279 mg/dl) while wearing the pod on the abdomen. The patient noted the adhesive had come loose near the viewing chamber and the cannula had dislodged from the infusion site. The cannula also appeared bent. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased to 10 mmol/l (180mg/dl).

Manufacturer narrative:
The device was returned and the investigation found a bent cannula. In addition the pulse widths were noted to increase at the end of the devices run. Bends in the cannula can reduce the flow of insulin to the customer. If the cannula becomes bent, the likeliness of becoming dislodged increases. The cause of the reported adhesive issue could not be determined. The cause of the dislodgment could not be determined nor could the time at which the device became dislodged.